Manufacturer narrative:
Event occurred on an unknown date in 2021. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in 2021, the surgeon was placing a 5.0mm self-drilling schanz screw 40mm with the universal chuck t-handle and the chuck would not let go of the pin. The pin was removed and replaced with a new pin and a different t-handle chuck. After the case, the pin was able to be removed for decontamination with force. The chuck seemed to not work. No fragments generated. There was no surgical delay. The procedure successfully completed. No patient consequence. This report is for 1 universal chuck with t-handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: updated UDI. D9: complainant part was received. D11: additional concomitant device reported. Investigation summary: service and repair evaluation: complaint summary: it was reported that on an unknown date, the surgeon was placing a 5.0mm self-drilling schanz screw 40mm with the universal chuck t-handle and the chuck would not let go of the pin. The pin was removed and replaced with a new pin and a different t-handle chuck. After the case, the pin was able to be removed for decontamination with great force. The chuck seemed to not work. A new schanz pin and t-handled chuck were provided at this moment, it does not seem to be broken but I cannot put it back into service. No fragments generated. There was no surgical delay. The procedure successfully completed. No patient consequence. The item passed testing per the inspection sheet and worked within normal parameters. The complained issue was not able to be reproduced. The cause of the complained issue is unknown. The item passed synthes final inspection on 11-feb-2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was unconfirmed. The device will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H6: device history lot due to the age of more than 20 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction. Per franchise complaint product investigation procedure 100673626 is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.